Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] in rt dept stated that this unit was on a patient yesterday and every time they would take the patient off the vent, to suction etc., the unit would not alarm. They replaced the 9volt battery thinking that might help but it didn't. Explained to her the 9 volt battery is for power failure only. She said that they swapped the unit out with another 3100a, no patient compromise. They would like this unit picked up and replaced. Will notify the rental group."

Manufacturer narrative:
On (B)(4) 2011, carefusion sent a letter via e-mail to the user facility seeking additional information concerning the reported event and the condition of the patient. As of july 11, 2011 there has been no response from the user facility. (B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the device and was unable to reproduce/verify the complaint. Thus no root cause was determined. Carefusion has determined that based on the age of this device it is not cost effective to continue to maintain it as a part of the rental pool. Thus the device will be retired from service and scrapped. A review of the carefusion complaint system for the past 90 days resulted in zero like failures, thus carefusion considers this to be an isolated incident.